Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the proximal femoral nail antirotation (pfna) handle could not be attached to the insertion handle correctly. The connection bolt would not screw in. A second nail was opened and was attached without any problems. No delay or patient harm was reported. This report is for an unknown nail. This is report 2 of 3 for this complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. Without a lot number or part number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.